Event description:
It was reported while "using tourniquet on bi-lateral knee scopes. The tourniquets were placed on both legs and also had leg holders placed underneath to keep legs propped up. Tourniquet was inflated and working normally with primary line (red). The secondary (blue) was connected but not inflated and was showing a little pressure (under 10). All of the sudden the alarm went off and wouldn't let the surgeon continue. The primary line would not stay inflated (they also released the blue lines and reconnected but didn't help) and they had to let it down and complete the procedure without the tourniquet. They inflated the secondary line (blue) for the next knee scope and it worked throughout the procedure. This machine had some issues a couple of weeks prior by not letting the machine turn on at all for a total knee procedure and had to be swapped out with another machine." Additional clinical follow up indicated that the primary cuff inflated and was working appropriately. The secondary side did not have pressure set, because, the pressure was not set the system is designed to alarm. The surgeon was able to complete the procedures on both knees without any issues other than the alarming.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on 04/05/2011. There were no related non-conformances. The inspection found that the devices worked normally with regard cuff inflation/deflation on both primary and secondary cuff sides. The cause of the reported issue was a partially inflated cuff. The device was serviced and returned to the customer.